Event description:
It was reported to philips that the system c-arm movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing planned procedure was performed when the issue happened, and procedure was completed by using the same system. The philips remote service engineer (rse) connected with the customer and examined the system remotely and found system gave error message that motorized movements. After reviewing log file rse found communication error with the crcb (control room connection box). Upon troubleshooting, rse found that speed controller was in a box due to which the moments were not working. To resolve the issue, rse removed speed controller from the box. After removed speed controller, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same azurion system. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.